Event description:
The event is reported as: the unit began to smoke. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer for evaluation, however, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.